Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one photo and one reload opened by the account. A green piece was observed in the staple line in the photo. Visual inspection of the cartridge revealed that the reload was fully fired. The pusher was deformed, the cartridge was damaged and the knife bar assembly was buckled. Additionally, the loading unit had damage to the cutting edge of the knife blade noted during microscopic inspection. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the deformed pusher, damaged cartridge and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a wedge resection, two millimeter plastic parts of the reload broke inside the patient and could not be removed. The pieces had to remain in the patient to avoid a lung parenchym injury at the inferior lobe. The drainage was drawn and the patient was released. No other adverse vents were reported.